Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Event description:
Medtronic received information that following the successful implant of this 31mm corevalve transcatheter bioprosthetic valve, the delivery catheter system (dcs) was moved into the descending aorta while a paravalvular leak (pvl) assessment was completed via echocardiogram, angiogram, and hemodynamics, showing only trivial paravalvular leak (pvl). After the assessment was completed, the surgeon attempted to remove the dcs without recapturing the capsule. The nose cone was sheared off by the 18 fr gore introducer, and was found in the right common femoral artery. An attempt was made to snare the nose cone and move it into the left common illiac artery, however it became detached from the snare and migrated down the left internal illiac artery. The heart team made the decision to leave the detached nose cone in the left internal illiac artery, as this location would not compromise blood flow down the left leg of the patient. No adverse patient effects were reported. The dcs will not be returned for analysis as it was discarded by the customer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the plunger tip separated during dcs removal as the operator did not close the capsule in the descending aorta prior to removal per the instructions for use (IFU). If the dcs was not fully closed, the capsule was not supporting the tip and allowed a gap in which the tip was snagged in the sheath. It was not reported why the plunger tip was lost from the guidewire.